Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. This event occurred during use with patient involvement. The technical service representative explained to the patient that this alarm is for air in the set. The alarm was cleared. The therapy was aborted and the supplies were disposed. There were no leaks observed. The technical service representative patient was referred to the hospital. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.